Event description:
1. This is the second report or complaint of this failure reported to medical action industries. 2. Although no lot number for the referenced part number was provided, mai was able to determine the production timeframe and provide that information to the supplier of the referenced component. 3. The supplier of the component was immediately notified upon receipt of the initial medwatch report. Mai provided them with supplier corrective action request 067. 4. Mai also contacted the end user filing the MDR and discussed the proper use of the component referenced in the MDR. 5. Improper use of the product could cause the type of complaint referenced in the MDR. Directions for use of this product are included with each included with each component. The directions state: "discard product after single use". 6. The component supplier's response to mai's supplier corrective action request is included with this document.

Event description:
A patient in the urgent care center (ucc) was being prepped for an IV when the nurse using the cleaning pad noticed the patient had scratches on their left forearm apparently inflicted by the cleaning pad. Corrective action / recommendation: the nurse discontinued use of the pad and applied neosporin ointment per the doctors orders. The nurse was interviewed by biomedical engineering and suspects the ampoule attached to the cleaning brush had glass bits that may have caused the scratches. This was not confirmed. The defective brush was sent to the supply chain manager for return (?) To manufacturer.